Manufacturer narrative:
(B)(4).

Event description:
During a patient use event, the user is stating the device was ready to shock but then turned itself off and they were unable to shock the patient. Another fr2+ was retrieved and used with the same pads from the original device. The patient survived.